Event description:
Paramedics responded to a person at a gym, unresponsive and not breathing. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device charged but would not deliver a shock. The pt was not resuscitated and was pronounced at the scene. Physicians later determined the pt had suffered a massive heart attack.